Event description:
Patient had exploratory laparotomy right salpingoophorectomy. The dr believes the suction currette may have gone into the right tube and caused bleeding. Doctor did not see any exit wound or perforation in the uterus.